Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2012 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 05/01/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional h6 patient code: 2360, 2422, 1685, 2597, 2544, 3189 - surgical intervention, 3191 - loss of appetite. Additional b5 narrative: it was reported that the patient underwent mesh removal on (B)(6) 2014 due to constant abdominal pain, intestinal infections, disfigurement, walking difficulty, loss of appetite, bleeding, hernia recurrence, intra-abdominal adhesions and small bowel obstruction.